Event description:
Additional information later reported that per the hcp, the patient had not yet decided that he wants/needs a replacement pump due to the lack of withdrawal symptoms when the patient¿s current pump stalled.

Event description:
It was reported a motor stall was confirmed in the attention dialogue box on 2014-(B)(6) and the patient heard the alarm every half hour to an hour. The healthcare provider (hcp) interrogated the pump that day confirming the stall in the event logs. It was unknown if the patient was having any symptoms at this time. It was noted the hcp increased the daily dose and updated the pump, but still saw the stall. It was reported the elective replacement indicator (eri) was 20 months. A motor stall was confirmed and noted in the event logs with no motor stall recovery recorded. The patient first heard the critical alarm since 2014-(B)(6) and the patient saw his healthcare provider (hcp) who interrogated the pump and noted a motor stall message. The dose was increased slightly. It was noted the patient had been hearing alarms on and off since then. The logs showed a motor stall on 2014-(B)(6) and a tube set on 2014-(B)(6). The patient did not have a MRI. The pump was currently in a stalled state with no recovery. The patient reported having no symptoms and the patient takes oral tylenol codeine every four hours. The pump was being used to deliver morphine. It was further reported the cause of the motor stall was undetermined and the physician decided to explant this pump and replace with a new pump within the next two weeks. It was noted the patient was not experiencing any withdrawal symptoms per the hcp and the patient was placed on oral opioid therapy. A motor roller study was performed and it was noted the motor did not rotate nor move. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058133r, implanted: 2001-(B)(6), product type catheter. (B)(4).